Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to: serial number (B)(4), lot number 61906. The event of erosion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported xen®45 gts eroded completely through normal conjunctiva at 11:30 o'clock in the left eye. The patient underwent revision noted as the superior conjunctiva was opened, a sub-tenons dissection was performed. The implant was repositioned in the sub-tenons space. The device remains implanted. The reported event has been resolved.